Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora evaluation summary: the stylette in question was not returned for analysis. Residue was visible in the distal shaft during inspection. The balloon bond was extremely stretched and necked. The distal tip has slight deformation with a kink evident 0.2cm proximal to the distal tip. Inflation and deflation testing was performed and balloon could not be inflated due to stretching of the balloon bond. No other damage was evident to the device on visual inspection.

Event description:
The physician intended use two solarice rx balloon catheters to treat a moderately tortuous, severely calcified, and 90% stenotic lesion in the distal rca. The lesion was not pre-dilated. Negative prep was not performed. The solarice devices were successfully removed from the packaging and inspected with no issues. It is reported that stylette removal difficulties were experienced. Both balloons failed to cross the lesion. Excessive force was used during delivery of the devices. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.